Event description:
Customer's mother reported that the insulin pump gives an error message everytime she pressed the act button. The blood glucose reading was 230 mg/dl. The insulin pump passed the self test and she was advised that the alarm may have been caused by static. She stated that the alarm occurred only once. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Information act.